Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire break occurred. A 300 choice¿ pt guide wire was selected however the distal part of the wire broke outside the patient's body. The procedure was completed with a different device. No patient complications were reported and there was no harm to the patient.